Manufacturer narrative:
(B)(4).

Event description:
It was reported during the replacement procedure the physician found a few episodes of inefficient initial shock in the old device memory. After the first shock the arrhythmia degenerated in vf and the delivered shock was efficient. The physician decided not to take any action and he completed the procedure without complications. The patient's condition was reportedly stable.